Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient in cardiac arrest, the device did not indicate whether a shock was delivered to the patient. The complainant also indicated that during the event, the device's associated therapy cable was unable to connect to electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the defibrillator's associated therapy cable being unable to connect to the associated electrode pads was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated electrode pads were not returned to zoll for evaluation as part of this investigation. The reported malfunction of no patient movement during discharge was not confirmed. Review of the device activity log shows that the device successfully discharged the selected energy. Lack of patient movement during discharge does not indicate a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.